Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) got stuck in the unknown sheath as the physician tried to deploy. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 degrees celsius. The stopcock of the introducer sheath was opened prior to shuttle down. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was a diagnostic procedure with a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not saved; therefore it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure device (vcd) got stuck in the unknown sheath as the physician tried to deploy. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 degrees celsius. The stopcock of the introducer sheath was opened prior to shuttle down. The femoral vessel¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was a diagnostic procedure with a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not saved; therefore it will not be returned for evaluation. The reported event ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis and images of the device were not provided. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.